Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The foot retraction problem was not confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the foot retraction problem; however the difficulties removing the device and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that suture placement with a proglide devices were attempted in the right common femoral artery using the preclose technique prior to a transaortic valve replacement (tavr) procedure procedure. The arteriotomy was 7f. Reportedly, the foot did not completely retract into the proglide device used after the lever was returned to its original position. The proglide device was removed from the anatomy with some force with no vessel damage reported. Two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to an 8f then 14f. The tavr procedure was completed. Hemostasis was achieved with the sutures of the pre-placed sutures of the two proglide devices. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a transaortic valve replacement (tavr) procedure. Reportedly, the foot plate would not retract and the device had to be removed from the patient with some force. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.